Manufacturer narrative:
One device was returned and an evaluation was completed. Visual inspection was performed with no issues noted, the device was received unattached to a solution bag and the drug vial was not present. The reported condition was not verified. The second device was not returned; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vial-mate adaptors caused coring when attached to medication vials and as a result, particulate matter was introduced into the vials. The incidents occurred prior to use on a patient. The vial-mates were each attached to a 250 ml solution bag and a vial of vancomycin. In each instance, the cored material appeared in the vial immediately after attaching the vial-mate. The reporter was unsure of the technique used to attach the two components. There were no other defects or physical irregularities noticed to the product. There was no patient involvement. No additional information is available.